Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as being raised, hive-like, itchy, blister-like and containing pus. Reaction was located on the arm under the sensor patch. On (B)(6) 2016 patient was seen by her doctor for the skin reaction. Date of doctor visit is an approximation. The patient was prescribed a 2% hydrocortisone cream. Affected area was treated with over-the-counter (B)(6) lotion that clears the itching. Additional event or patient information was not provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).